Manufacturer narrative:
Unit received with all buttons responding properly. No damage or moisture damage on keypad assembly. No unlocked keypad connector. No button keypad anomalies noted. Unit power up properly after battery installation. Unit received with operating currents within specification. Unit passed selftest and displacement test. Unit was monitored for 24 hrs and no blank display anomalies noted. Power connector plug in and locked in place properly. The power management tool confirmed the unloaded voltage and loaded voltage was within specification range. No replace battery now alarm noted during testing or in the pump trace download. No unexpected insert battery alerts noted during testing.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump had multiple issues. The customer¿s blood glucose was 205 mg/dl at the time of incident. Customer stated that the insulin pump had a replace battery now alarm without a low battery alert warning and during troubleshooting, customer stated that a new battery did not resolve the issue. Customer also reported that the insulin pump had a blank display and the buttons were unresponsive. Customer reported that the display did not return even after the insulin pump restarted. Keypad anomaly troubleshooting was performed and confirmed that time is advancing and the insulin pump was not exposed to a change in altitude. The customer was advised to discontinue use of pump and revert to back-up plan. The insulin pump is being replaced and is expected to return for analysis.